Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; the event for bias current error was confirmed; however the event for overheating was not confirmed. The device was found to be affected by corrosion. One device was not available for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had overheated and a bias current error message displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. One reported events had patient involvement with no patient impact. One reported event had patient involvement with no patient involvement (overheating) and no patient and no patient impact (bias current error).